Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported symptom, "not acknowledging door" was not reproduced. A review of an event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing mechanism mounting screw and a loose mechanism mounting screw. The mechanism requires to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not acknowledge the door during an unspecified process step. There was no patient involvement. No additional information is available.